Manufacturer narrative:
The introducer was received by our product evaluation laboratory for a full examination. The report was confirmed. Leak testing was performed with and without a catheter inserted and leakage was observed with a 7.5f laboratory sample catheter inserted. Examination of the valve internal components found the wiper gasket appeared torn. The duck bill valve was found to be in good condition. Extension tube was patent without leakage or occlusion. No other visible damage or leakage was observed from the returned unit. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use with patient of this introducer, 5 to 8 ml of blood leaked from the hemostasis hub. It was specified that the introducer was placed in the internal jugular vein. The issue was solved by changing the introducer, removing everything and starting the procedure from the beginning with new stick. There was no allegation of patient injury. Patient demographics unable to be obtained. The product is expected to be returned for analysis; however, it has not yet been received.